Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while performing a small bowel anastamosis during a laparoscopic gastric bypass procedure, the device was difficult to toggle, load, and unload. Another device was opened and used to complete the case. There was no patient injury.